Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2022 and the day of adverse event reported at four days (pod4) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e130501 captures the reportable event of "inadequate kidney drainage." Imdrf patient code e2315 captures the reportable event of "drainage from flank incisions." Imdrf impact code f1903 captures the reportable event of "stent was removed." Imdrf impact code f1901 captures the reportable event of "cystoscopy procedure performed."

Event description:
It was reported to boston scientific corporation that a tria soft ureteral stent with side holes device was used to treat a right nephrolithiasis with infundibular stenoses during a right percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2022. Four days post-procedure, the patient presented to the emergency room (ER) with drainage from flank incisions. Post-operative computed tomography (CT) revealed distal migration of the ureteral stent, resulting in inadequate kidney drainage. The stent was subsequently removed via cystoscopy. Per physician's assessment, the event was serious, was possibly related to the device, and probably related to the procedure.